Event description:
It was reported that the device became stuck on the wire. A jetstream xc catheter, 2.4mm, was selected for an atherectomy procedure in the superficial femoral artery (sfa) in a lesion with chronic total occlusion (cto). During the procedure, the catheter had a dull sound and didn't work anymore. The catheter became stuck on a non-bsc wire and was unable to be removed from the wire. It was reported the original device was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that the device became stuck on the wire. A jetstream xc catheter, 2.4mm, was selected for an atherectomy procedure in the superficial femoral artery (sfa) in a lesion with chronic total occlusion (cto). During the procedure, the catheter had a dull sound and didn't work anymore. The catheter became stuck on a non-bsc wire and was unable to be removed from the wire. It was reported the original device was used to complete the procedure. No patient complications were reported. It was further reported that the device was removed from the patient together with the guidewire. A drug-coated balloon was used to complete the procedure.